Manufacturer narrative:
It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, not have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. The root cause has not been established.

Event description:
Reporter reported a male patient experienced ocular pain after using consept 1-step neutralizing tablet to neutralize consept 1-step disinfecting solution. The reporter indicated that the solution turned pink. Evidentially, he sought medical treatment and was diagnosed with a corneal ulcer. Treatment details were not provided. He recovered without sequelae. The lot number was not provided.